Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified both the reported and the observed issues. Physio then replaced the therapy pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed therapy pcb assembly and determined that the cause of both the reported and observed issues was a diode, designator cr30. The diode was electrically shorted from legs 5 to 9.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device gave an "abnormal energy delivery" message when attempting to complete an energy output test during a preventative maintenance (pm) evaluation. The biomedical engineer was attempting a 360 joule shock and his analyzer only registered 310 joules. The biomedical engineer confirmed his findings using multiple therapy cable's with his analyzer. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control verified the reported issue and also observed that an event code was logged in the memory which is indicative of a device failure that could result in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform. The defibrillator output energy could be reduced by up to approximately 20% from the selected energy level.